Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated essure coil.'), embedded device ('embedded within the right cornu and endomyometrium is the opposing essure coil'), genital haemorrhage ('heavy bleeding') and heavy menstrual bleeding ('her menses was much heavier') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy periods, muscle cramps, dysfunctional uterine bleeding, dysmenorrhea, menses painful, chronic cervicitis, endocervical squamous metaplasia, endocervical hyperplasia, pelvic pain female, nabothian cyst, abnormal uterine bleeding and anemia. Previously administered products included for an unreported indication: nuva ring. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain,"), back pain ("low back pain"), intermenstrual bleeding ("bleeding in between cycles"), iron deficiency ("iron deficiency") and anaemia ("anemia"). The patient was treated with surgery (removed,robotic totallaparoscopic hysterectomy,bilateral salpingectomy, robotic totallaparoscopic hysterectomy, bilateral salpingectomy and ablation procedure in 2016). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage, heavy menstrual bleeding, pelvic pain, abdominal pain, back pain, intermenstrual bleeding, iron deficiency and anaemia had not resolved and the embedded device outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, device dislocation, embedded device, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency and pelvic pain to be related to essure. The reporter commented: her menses was much heavier, requiring her to change protection every two hours. The essure implants were placed in the usual fashion with 3 coils visible on the patient's left and 6 coils noted on the patient's right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: bilateral occlusion. Ultrasound scan - in (B)(6) 2018: results: migrated essure coil. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jun-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated essure coil.'), embedded device ('embedded within the right cornu and endomyometrium is the opposing essure coil'), genital haemorrhage ('heavy bleeding') and heavy menstrual bleeding ('her menses was much heavier') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy periods, muscle cramps, dysfunctional uterine bleeding, dysmenorrhea, menses painful, chronic cervicitis, uterine cervical metaplasia, uterine cervix hyperplasia, pelvic pain female, nabothian cyst, abnormal uterine bleeding and anemia. Previously administered products included for an unreported indication: nuva ring. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain,"), back pain ("low back pain"), intermenstrual bleeding ("bleeding in between cycles"), iron deficiency ("iron deficiency") and anaemia ("anemia"). The patient was treated with surgery (removed,robotic total laparoscopic hysterectomy,bilateral salpingectomy, robotic total laparoscopic hysterectomy, bilateral salpingectomy and ablation procedure in 2016). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage, heavy menstrual bleeding, pelvic pain, abdominal pain, back pain, intermenstrual bleeding, iron deficiency and anaemia had not resolved and the embedded device outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, device dislocation, embedded device, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency and pelvic pain to be related to essure. The reporter commented: her menses was much heavier, requiring her to change protection every two hours. The essure implants were placed in the usual fashion with 3 coils visible on the patient's left and 6 coils noted on the patient's right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: bilateral occlusion. Ultrasound scan - in (B)(6) 2018: results: migrated essure coil. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2021: medical record received: event 'embedded within the right cornu and endomyometrium is the opposing essure coil', medical history, removal date, reporter information, were added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device dislocation ("migrated essure coil."), genital haemorrhage ("heavy bleeding") and menorrhagia ("her menses was much heavier") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heavy periods and cramps. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2018, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain,"), back pain ("low back pain"), metrorrhagia ("bleeding in between cycles"), iron deficiency ("iron deficiency") and anaemia ("anemia"). The patient was treated with surgery (ablation procedure in 2016) and surgery (ablation procedure in 2016). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, pelvic pain, abdominal pain, back pain, metrorrhagia, iron deficiency and anaemia had not resolved. The reporter considered abdominal pain, anaemia, back pain, device dislocation, genital haemorrhage, iron deficiency, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: her menses was much heavier, requiring her to change protection every two hours. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bilateral occlusion. Ultrasound scan - in (B)(6) 2018: migrated essure coil. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated essure coil."), genital haemorrhage ("heavy bleeding") and menorrhagia ("her menses was much heavier") in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heavy periods and muscle cramps. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2018, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain,"), back pain ("low back pain"), metrorrhagia ("bleeding in between cycles"), iron deficiency ("iron deficiency") and anaemia ("anemia"). The patient was treated with surgery (ablation procedure in 2016) and surgery (ablation procedure in 2016). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, pelvic pain, abdominal pain, back pain, metrorrhagia, iron deficiency and anaemia had not resolved. The reporter considered abdominal pain, anaemia, back pain, device dislocation, genital haemorrhage, iron deficiency, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: her menses was much heavier, requiring her to change protection every two hours. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bilateral occlusion. Ultrasound scan - in (B)(6) 2018: migrated essure coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.